Event description:
It was reported that magnetism was shown when testing a hoffman MRI kit by a magnet before MRI scan. It took it a longer time to perform the MRI scan due to change of the blocks. The MRI staff went over all the blocks with a magnet and it turned out that the two blocks had to be replaced because they were (very little but still) magnetic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 8031020-2011-00230.